Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms. It was reported that the issue occurred with reservoirs from the same lot and 9 infusion sets from different boxes. It was reported that issue was resolved with reservoir change. Reservoir and infusion sets would be replaced.